Event description:
The customer reported that the system had intermittent or sluggish column lift operation. No patient injury was reported.

Manufacturer narrative:
The ge service rep replaced the power supply.